Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm, the home patient (hp) noticed that the cords got cut on the integrated apd set w/cassette used for therapy with the homechoice (hc) machine. The technical service representative (tsr) advised the hp to start over with all new supplies. There was no patient injury or medical intervention associated with this report. Additional information was requested and is not available.